Manufacturer narrative:
The spinbrush was made at the following location. Contract MFR: (B)(4). User handling - user only returned brush which showed extreme overuse.

Event description:
Consumer reported that the head of the spinbrush proclean broke apart during usage. This regarded as a malfunction. The incident case caused the consumer to chip a tooth and was reported as 2280705-2009-00009. Note: this report is a result of a teleconference between church and dwight co., inc. And the medical device policy branch on (B)(4), 2011, where clarification was provided on "reportable malfunctions". This entailed reviewing consumer complaint files from (B)(4) 2009 to (B)(4) 2011 to identify and submit all meeting these criteria.